Manufacturer narrative:
.

Event description:
It was reported that a patient underwent a gynecological procedure for treatment of vaginal vault prolapse on an unknown date and mesh, the intepro lpp y-sling (ams), and the novasilk polypropylene mesh (coloplast) were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh explant on (B)(6) 2010 by dr. (B)(6), md. It was reported that the patient underwent mesh explant on (B)(6) 2010 by dr. (B)(6), md. It was reported that the patient underwent mesh explant on (B)(6) 2010 by dr. (B)(6), md.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.